Manufacturer narrative:
Correction: initial MDR inadvertently listed the incorrect suspect device.

Event description:
It was originally stated that the patient's lead was a m304 lead, however no m304 lead was explanted. The explanted and returned lead product was a m302-20. Product analysis was completed and verified a break in the positive lead coil at two locations. Scanning electron microscopy images of the breaks showed that pilling or electro-etching conditions had occurred at both of the break locations. Setscrew marks on the connector pin provided evidence that proper contact between the setscrew and the connector pin existed at least once. Abraded openings were noted at multiple locations along the outer silicone tubing. The lead coils, still within inner tubing, protruded out from the outer silicone tubing at a few sites. An abraded opening was also noted on the inner silicone tubing. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device was showing high impedance. The patient was scheduled for a full revision surgery where the generator would be prophylactically replaced as it was noted the generator had not yet triggered the "intensified follow-up indicator". The patient underwent the full revision surgery and the explanted devices were returned for analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently omitted fluid leaks in the lead tubing. (B)(4).

Event description:
Analysis on the lead also identified fluid inside the lead tubing, which was caused by the abraded openings. Analysis on the generator was approved. Visual examination of the generator showed marking that were typical of those from surgical procedures. The septum was not cored, and no other surface abnormalities were noted on this device. Interrogations and system diagnostic tests were performed successfully. Various loads were tested, and results of the diagnostics were as expected. The battery was at an ifi=no condition. There were no performance or other type of adverse conditions found with the generator. No further relevant information has been received to date.